Manufacturer narrative:
Correction: additional information received indicated the event was initially reported by an unknown health care professional to a company representative. Sections were updated to reflect this.

Event description:
Additional information received from the manufacturer representative reported the treating physician initially reported the event to them. The cause of the loss of consciousness was determined to be because the patient was in the facility being treated for pneumonia.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and failed back surgery syndrome. The pump contained clonidine (concentration 32 mg/ml, dose 9.982 mg/day) and dilaudid (concentration 48 mg/ml, dose 14.973 mg/day). It was reported there was an empty pump. The representative had access to the clinician programmer. The representative stated the patient missed a refill due to the fact he was in a rehab facility, and there were periods where he was in and out of consciousness ¿about 1 month ago¿. The pump reservoir emptied ¿about 1 month ago¿. The physician had elected to replace the pump due to the fact the pump reservoir went empty. The representative had no further history and was going to follow up with the health care provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.